Event description:
A customer contacted baxter's technical service center regarding negative ultrafiltration alarm during drain 3 of 5. Drain volume is 2151ml. Fill volume is 1500ml. The technical service representative (tsr) assisted the nurse to close and open the transfer set and have the home patient (hp) move over. There is no fibrin. The hp says he is empty. Bypass to fill completed. Follow-up with nurse was attempted.